Event description:
The customer reported to olympus that there was peeling of the coating on the insertion part on the rhino-laryngo videoscope. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found the resin part of the inage guide flexible pipe had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the inspection it was found that part of the connecting tube had fallen off. In addition to the reportable malfunction identified in b5, the device evaluation found the following non-reportable findings: the connecting tube had a cut, due to a pinhole on bending section cover, water tightness was lost, due to a cut on connecting tube, water tightness was lost, the adhesive on bending section cover had a crack, the connecting tube had coating peeling, the connecting tube had discoloration, due to wear of angle wire, bending angle in up direction does not meet the standard value, the video connector case had a scratch, the video connector had a scratch, the video cable had a scratch, the video cable had a dent, the light guide connector had corrosion, the light guide connector had a scratch, the universal cord had a scratch, the switch box had a scratch, the angulation lever had a scratch, the forceps elevator lever had a scratch, the grip had a scratch, the control unit had a scratch, and due to damage on charge-coupled device unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to external factor. The event can be prevented by following the instructions for use (IFU) section which state: ¿ reprocess and store it according to the [instruction manual cleaning / disinfection / sterilization] which states model name on the cover page. Improper and/or incomplete reprocessing or storage can pose an infection control risk to patient or operator. ¿ do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, perforations and/or fall off. ¿ never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Olympus will continue to monitor field performance for this device.